Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "I agree. 15 months out . Still have pain. I have lost my business. With the scar tissue I can only bend to a 110. I will never do the other knee".